Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise over-sensing resulting in asymptomatic pauses on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to turn off and connect the rv lead into the atrial port of the pacemaker header to be used as a backup. The rv lead was instead replaced with a new lead. The patient was stable.